Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Soundstar eco catheter, model # m-5723-16, s/n: (B)(4). Full UDI # information unavailable since the lot number is unknown. (B)(4). Biosense webster manufacturer's reference numbers (B)(4) are related to the same incident.

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a st segment elevation and air embolism. During the procedure, the first smart touch catheter in use stopped displaying the temperature value. As a result, it was replaced with a similar catheter, and the case continued. Soon thereafter, it was noted that the patient¿s st segment was elevated on three leads (ii, iii and the augmented vector foot), and an air embolism was suspected on the left side of the heart. The st segment elevation resolved on its own, and the patient recovered from the air embolism without further intervention. The physician¿s opinion regarding the cause of the event is that occurred during insertion of the second catheter. No extended hospitalization was required as a result of this event. The sheath in use at the time of the event was not a biosense webster product.